Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, he had suffered a hypoglycemic event. Around 11:00pm, patient had a seizure and became unresponsive. Patient's wife called 911. The emt measured his bg levels and stated they were "low," with the exact value unknown to the patient. Patient was treated at the scene with an IV until his bg levels rose. Patient was not taken to the hospital. At the time of his call to dexcom technical support patient was feeling sore.